Event description:
A gore viabahn endoprosthesis was used during the treatment of a left arm arteriovenous fistula. During the gore viabahn endoprosthesis deployment, the device deployed approximately 2-3 centimeters when the deployment line broke. The delivery catheter was cut down in an attempt to locate the end of the deployment line and complete deployment. The physician was unable to locate the end of the broken deployment line and the patient was transferred to surgery for the surgical removal of the partially deployed device.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by w.l. Gore and associates.